Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient was in a car accident several months ago and the device hadn¿t worked since or the battery was dead. The professional did not have any other details about what wasn¿t working with the implant. Further information received from the consumer reported that she was supposed to get an MRI and wanted a manufacturer representative there. The patient didn¿t know if the stimulation was on or off or if she could have an MRI. The patient stated the accident was in (B)(6) 2018 and the device hadn¿t worked since. The indication for use was non-malignant pain. No patient symptoms reported.